Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, fecal incontinence. It was reported that the patient has been receiving some communication error with their device. The device will say there is an error connecting to the lead. Patient said they'll play around with it and get it to connect but it always goes back to the communication error. 2022-apr-26 mpxr 944141.2 x4/ undeliverable (con, rep): additional information received from the patient stated that the battery in her ens device is low/dying. Patient says she is still experiencing the communication error and the notification saying that the leads are not connected. She said she restarts the programmer and is able to get the device to connect however she has that same communication error in the mornings. Patient said she was constipated at first and took ex lax and other medicine for this. Yesterday morning everything went loose. She talked about her battery change. Communication error and this was explained. Patient says she has a high tolerance for pain. 2022-may-02 undeliverable: no new information. 2022-jun-17 lfc (hcp): additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the connection issue was unknown but stated the steps taken to resolve the issue included the interstim being removed due to infection.